Manufacturer narrative:
Failure analysis: installed user interface module (uim) pn: 16448 sn: (B)(4) on to avea test station rfa-1. Attempted to power user interface module (uim) in to user mode but failed, the screen was black and led¿s would light up along with an audible alarm. Continued by re-uploading the bootloader using the 27854-001 avea user interface module (uim) software installation fixture and installing software version 4.6b, the user interface module (uim) successfully powered on in to user mode operating properly. Findings/root-cause: duplicated and isolated the reported problem to a corrupted bootloader. This is a known issue and carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.

Manufacturer narrative:
This complaint was identified during a retrospective complaint review as meeting the criteria for an MDR and will be submitted to the FDA. This report is being submitted outside the prescribed reporting time period. (B)(4). The carefusion technical support specialist in conjunction with the distributor in mexico determined that the most likely cause of the reported event was a malfunctioning user interface module (uim). Carefusion issued a return goods authorization (rga) number to the distributor in mexico for the return of the alleged faulty user interface module (uim) for evaluation. As of the (B)(6) 2015 the alleged faulty user interface module (uim) has not been received.

Event description:
The distributor in (B)(6) initially reported that after upgrading the device's software the device's user interface module does not power up. They reported that the device was not on a patient when the issue occurred. The distributor in (B)(6) later clarified the issue and reported that the device's user interface module did power up normally after upgrading the device's software and that the issue showed up after a while and not immediately after downloading software as originally reported.